Event description:
While troubleshooting an unrelated issue at the customer's site, a field service engineer (fse) discovered precipitate build up within lyse and diluent tubing on a coulter lh 750 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The fse replaced the white blood cell (wbc) bath, cleaned the wbc apertures and replaced affected tubing to resolve the issue. (B)(4).